Manufacturer narrative:
The reported field event of set screw anomaly was not confirmed in the laboratory. Device was returned with the header damaged and the svc (df-1) set screw was not returned. A complete analysis could not be performed due to the condition of the device received. The cause of the field event remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change-out due to normal eri, the physician was not able to loosen the setscrew for the svc df-1 port. An orthopedic surgeon assisted with the use of bone cutters to loosen the svc pin from the port. The rv lead was then used with the replacement device. All rv lead diagnostics were stable with the new device.